Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple power source alerts when attempting to charge the pump, despite attempting to charge with multiple wall adapters and power sources. The customer's blood glucose (bg) was 153 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.